Manufacturer narrative:
Hologic reviewed the logs and noted that there were no signs of contamination other than a high positivity rate, which may be explained by the confirmatory nature of the testing being conducted by the customer. No hardware problems were reported. A possible cause is the samples containing a sars cov-2 rna concentration below the assay limit of detection. The first result was reported to the customer/patients. No information was provided to hologic if the patients were treated or quarantined or if the patients went for another pcr test.

Event description:
Customer reported getting two sars-cov-2 discrepant results from wl 003716-20220407-02. Customer used assay lot 313391 on the panther instrument 2090003637. The samples retested negative. The customer laboratory uses the aptima sars cov-2 tma assay as a confirmatory test for patients testing positive sars cov-2 by antigen testing. It was noted that the laboratory in question was performing testing for travel clearance.